Manufacturer narrative:
Investigation findings appropriate term/code not available: blockage identified the device history record for lot 30234389 was reviewed and the product was produced according to product specifications. The sample was returned for evaluation. The sample provided confirms dried foreign material residue stuck inside the tubing was blocking the inner tubing, which caused the tube to expand to form a balloon shape, which burst causing a separation of the tube. The incident was confirmed as reported; however, a root cause could not be determined. All information reasonably known as of 31 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, a nasogastric tube (ngt) was inserted on (B)(6) 2023 and advanced on (B)(6) 2023, which ruptured. The device was in-use for eleven days. Per additional information received on (B)(6) 2023, the patient is recovering well. No medical interventions were required due to the incident. The patient experienced vomiting/regurgitation. The ngt was removed, and another tube was reinserted.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 28 jul 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.